Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection with the organism responsible being (B)(6). The right ventricular (rv) lead was noted to have vegetation on it as well. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.